Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting both p and t-wave oversensing. Review of the device memory also noted a battery depletion (bd) code. The cause of the bd code is still being investigated. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.